Manufacturer narrative:
The provided photo only reflects the label of the package it does not identify a failure. The customer complaint of misassembly could not be verified due to the product not being returned for failure investigation. The manufacturing site was notified of the failure, but no actions were able to be taken. A device history record review could not be performed on material 10387509 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material# 10387509, batch# unknown. It was reported by customer that hello today we received an additional report of an inverted filter on the 200 micron filter blood gravity set ref#(B)(4). It is imperative that we do not retain defective sets in our environment as this is hindering timely patient care and causing unnecessary waste of blood products. Verbatim: rcc received a complaint via email. Email(s) attached. Hello today we received an additional report of an inverted filter on the 200 micron filter blood gravity set ref#(B)(4). It is imperative that we do not retain defective sets in our environment as this is hindering timely patient care and causing unnecessary waste of blood products.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 10387509; batch# unknown. It was reported by customer that hello today we received an additional report of an inverted filter on the 200 micron filter blood gravity set ref# (B)(4). It is imperative that we do not retain defective sets in our environment as this is hindering timely patient care and causing unnecessary waste of blood products. Verbatim: rcc received a complaint via email. Hello today we received an additional report of an inverted filter on the 200 micron filter blood gravity set ref# (B)(4). It is imperative that we do not retain defective sets in our environment as this is hindering timely patient care and causing unnecessary waste of blood products.